Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: e1. Additional information added to field h6, h3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the cause of the foreign material remaining in the subject device is - dirt (foreign matter) was confirmed inside the light guide lens, but the dirt (foreign matter) could not be identified. The foreign object was not on the outer surface of the scope and could not be removed by reprocessing. The light guide lens glue was peeled off by physical stress caused by hitting/dropping the distal end, chemical stress from chemical solutions used, or the like. Subsequently, humidity invaded the light guide lens and caused corrosion. However, we could not find the definitive root cause of the foreign material. The following is included in the instructions for use (IFU): the suggested event is detectable by handling the device in accordance with the following IFU. IFU states the detection method in tjf-q190v operation manual 3.3 inspection of the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the duodenovideoscope exhibited the inside of the light guide lens discolored. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.